Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("all type pain/ she spent the day in pain and with abdominal swelling") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criterion medically significant), dysmenorrhoea ("intense pain since starting her menstrual period"), adnexa uteri pain ("ovarian pain each month one and other"), abdominal distension ("abdominal swelling"), menstrual disorder ("intensity and regularity of menstrual period has changed"), polymenorrhoea ("menstrual period has come earlier 18 days instead of 28"), dermatitis acneiform ("cutaneous reaction like pimples"), female sexual dysfunction ("sexual intercourse problems"), sleep disorder ("have issues to rest at night like if they were not enough hours to sleep"), fatigue ("tired like not sleeping enough hours / physically exhausted"), vomiting ("vomiting"), diarrhoea ("diarrhea"), migraine ("migraine which there was not analgesic that could work"), oral (B)(6) ("lip (B)(6)"), emotional disorder ("emotionally exhausted") and feeling abnormal ("felt she was crazy"). The patient was treated with analgesics. At the time of the report, the abdominal pain, dysmenorrhoea, adnexa uteri pain, abdominal distension, menstrual disorder, polymenorrhoea, dermatitis acneiform, female sexual dysfunction, sleep disorder, fatigue, vomiting, diarrhoea, migraine, oral (B)(6), emotional disorder and feeling abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, dermatitis acneiform, diarrhoea, dysmenorrhoea, emotional disorder, fatigue, feeling abnormal, female sexual dysfunction, menstrual disorder, migraine, oral herpes, polymenorrhoea, sleep disorder and vomiting to be related to essure. The reporter commented: some of the problems started soon after insertion. All of this has affected her work life because she is physically and emotionally exhausted. She underwent many analytics but everything was normal. Diagnostic results (normal ranges are provided in parenthesis if available): blood test - on an unknown date: normal. Colonoscopy - on an unknown date: normal. Computerised tomogram - on an unknown date: normal; on an unknown date: normal. Endoscopy - on an unknown date: normal. Stool analysis - on an unknown date: normal. Urine analysis - on an unknown date: normal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.